Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because, during preparation of the steerable guiding catheter (sgc), a leak was observed at the hemostasis valve; if were to reoccur in the anatomy, an air leak has potential for air embolism. It was reported that during preparation of the steerable guiding catheter (sgc) per the instructions for use (IFU), the sgc was de-aired without issue; however, when the dilator was inserted into the sgc, a leak was observed at the hemostasis valve. There was no patient involvement and the device was not used in the anatomy. There was no clinically significant delay to the intended procedure. No additional information was provided.

Manufacturer narrative:
Unique device identifier (UDI) number: (B)(4). The complaint device was returned for evaluation. The reported leak was confirmed via returned device analysis. The investigation concluded that the reported user experience was related to the observed tears in the silicone valve; however, a definitive cause for the tears could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.